Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a bent fixation helix, which most likely resulted from the reoperation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the observed dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 1 day, it was reported that the lead dislodged. The lead was explanted.